Manufacturer narrative:
Natus technical service shipped the complainant a replacement constant current pcb (potentiometers are attached to the constant current pcb). The complainant confirmed that the issue was resolved by installing the replacement constant current pcb.

Event description:
Natus received a report that an intensity adjustment potentiometer on a neoblue 3 device was broken. There was no report that intensity was out of specifications. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.